Event description:
The customer reported to beckman coulter (bec) that the white blood cell (wbc) bath of the coulter act diff 2 analyzer was overflowing during a startup. The volume of the leak was approximately 10 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. No death or injury was reported in connection with this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse had observed that the white blood cell (wbc) bath will not drain causing it to overflow. Upon further inspection, the fse discovered that the wbc bath drain solenoid (lv12) was not activating. The fse swapped the position of the connector on the main card and the solenoid began to work. A spare solenoid has been ordered in case the event were to reoccur. The cause of the leak was solenoid lv12 not activating. Beckman coulter internal number for this report is (B)(4).